Event description:
It was reported that during a procedure while forward and in reverse trend, the floor lock cylinders allegedly moved and the foot of the bed came off the floor about 12 inches. Patient weight was reported at 316 lbs. There was no report of injury to the patient or a delay in the procedure.

Manufacturer narrative:
The table was examined by a berchtold field service technician. After a visual and performance evaluation, the technician could not replicate the event.